Event description:
The hosp reported that during a saphenous vein harvesting procedure, when the uniport plus was advanced, the tunnel collapsed while working in the knee to groin area. The customer made two additional incisions in order to remove the vein. No additional pt complications were reported by the hosp.